Event description:
A fatal fire occurred in a home with an invacare wheelchair.

Manufacturer narrative:
Invacare was contacted by a detective that a fatal fire had occurred. The detective did not believe the fire was caused by the wheelchair. Manufacturer obtained a report from the investigating police. The greatest burn area was the front of the victim's body and appeared the fuel for the fire was mostly the deceased in the chair. Cigarettes and a can of lighter fluid were found on the counter in front of the deceased. The lighter fluid was empty, a (B)(6) lighter was on the ground a few feet from the deceased. A common type (B)(6) lighter is reported next to the deceased. It's stated the deceased's mother was supposed to fill his lighter with fluid before she left for the day, but she did not. She thought she stored the lighter fluid in a safe place where he could not get into it. She did not like him filling the lighters himself because he had problems with dexterity. Investigators determined the cause for the fire and subsequent death of this unfortunate incident as accidental. No malfunction apparent. MDR filed as a conservative measure.